Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the implantable cardioverter defibrillator (ICD) it was noted that the lead was not fully fixed in the connector. When attempting to resolve the issue, it was noted that it was not possible to move the screw anymore. After attempting to unscrew the screw with different screwdrivers the physician asked for a new device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.